Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak during step 9 of their pd treatment the previous night, when the cycler set was removed from the cassette compartment. It was unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient reported that fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they received drain complication encountered alarms during unknown drains during their treatment. The patient was able to complete their treatment with the cycler and noticed fluid all over the cassette compartment when removing the cassette. The patient believes they may have possibly stretched too much while sleeping but could not confirm that caused the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer; however, the cycler will be investigated under a separate complaint record as the patient continued to use the device after this fluid leak occurred.